Manufacturer narrative:
Device was returned with t1, t2 and suture separated from the delivery needle. T2 has been creased in a ¿v¿ shape. This condition occurs when anchors are pulled back through tissue after seating. This device has a slightly twisted needle. The device cycles and actuates as intended. No root cause related to the manufacture of the device can be established.

Event description:
It was reported that t1 and t2 deployed at the same time. No patient injuries were reported.